Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(6). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was defective at the time of clipping. Reportedly, the cord inside the handle broke. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.